Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer had a problem with the vio integrated electro surgical unit (iesu) generator. The customer got some generator errors, and they restarted the vio iesu and error was cleared, but after a few minutes, the error returned. The customer could not remember the error code. Intuitive surgical, inc. (Isi) technical support engineer (tse) did review the logs and found errors c-06, m-11 and m-35. The tse asked the customer if the external pedals in drawers were activated by accident and to restart again the generator. The customer was not able to continue with further troubleshooting steps. The customer continued with the surgery, and would restart the vio iesu if the issue returned. The procedure was continuing and there was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the customer had a problem with the vio integrated electro surgical generator unit, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and confirmed the reported issue. The fse replaced the vio iesu to resolve the issue. Based on the field evaluation, this reported event was confirmed. Intuitive surgical, inc. (Isi) received the vio iesu for evaluation. The reported failure could not be reproduced. The unit energized, cauterized, and all ports recognized instruments. This complaint is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit (iesu) was replaced after the completion of the procedure due to multiple error messages. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation did not reproduce the reported failure. The unit energized and cauterized, and all ports recognized instruments.